Event description:
Event verbatim [lower level term] (related symptoms if any separated by commas) cancer [cancer] case description: this case was reported by a consumer via interactive digital media and described the occurrence of cancer in a male patient who received breathe right nasal strips nasal strip (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started breathe right nasal strips. On an unknown date, an unknown time after starting breathe right nasal strips, the patient experienced cancer (serious criteria gsk medically significant). The action taken with breathe right nasal strips was unknown (dechallenge was unknown). On an unknown date, the outcome of the cancer was unknown. The reporter considered the cancer to be related to breathe right nasal strips. Adverse event was reported via (B)(6) from twitter on (B)(6) 2015. Consumer posted, breathe right is dangerous! It caused cancer on my hubby and 2 of my friends! No further information was provided.